Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 3004209178-2013-91181.

Event description:
It was reported that the customer had an urgent care visit due to her blood glucose over 300mg/dl. Troubleshooting was performed, and the self test passed. It was stated that she called her doctor and made adjustments to basal and bolus in the insulin pump. The mother stated that fluid in the insulin pump was found. No further information was provided.